Event description:
It was reported that during use of the device, there was an alarm. No patient injury was reported.

Manufacturer narrative:
No lot or serial number was provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no lot number was provided; therefore, device history record review could not be performed. A product sample and four (4) pictures were received for evaluation. Visual and functional testing was performed. Visual inspection found no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing found the sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).